Event description:
It was reported that the lens was removed intraoperatively from the patient's left eye due to unspecified lens damage. The incision was enlarged to remove the lens and another lens of same model was implanted successfully. The patient's prognosis was reported as "good/full recovery". Please reference 2031924-2014-00009 for the delivery device used during the event.

Manufacturer narrative:
The lens was requested, but has not been returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.